Event description:
It was reported the pt lost stimulation on the left side one day after implant. Impedances showed that electrode 6 had greater than 40,000 ohms. Pt was reprogrammed with excellent results and had complete pain coverage. Additional information has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).